Event description:
Related manufacturer reference number:1627487-2022-00200. It was reported that the patient experienced discomfort at the extension site due to the extensions being superficial. As such, surgical intervention took place on (B)(6) 2021 wherein the extensions were explanted and replaced. The new extensions were implanted deeper to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Corrected data: d4 model number was inadvertently excluded and d1 - brand name was reported as scs extension in error in the initial report. D1 and d4 information have been corrected in this report.